Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A lead defect was noted on the right ventricular lead. A lead revision is anticipated, but not yet scheduled. Additional information has been requested but not yet received. The patient was in stable condition.